Event description:
It was reported that the pt was not able to adjust her stimulation. In the past 10 days she had felt her stimulation fading and then felt no stimulation. The pt programmer appeared to be working properly. X-rays were done in 2009, and it showed that the "wires" were "coiled". The "wires" were in the pt's neck. It was later reported that there were telemetry issues. A different physician programmer and room were tried with no effect. Further info is being requested from the hcp.